Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and the initial reporter's email address. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system stored a signal artifact monitor (sam) episode that disabled the minute ventilation (mv) sensor. Technical services (ts) was unable to confirm whether there was oversensing. This pacemaker system remains in service. No adverse patient effects were reported.